Event description:
It was reported that before the surgery, when the outer packing (did not use) was opened, it was noted that the ceramic liner was damaged. The outer and inner packaging were intact prior to opening. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. During manufacturer's investigation of the returned device it was revealed that the package of the ea delta cer insert 36idx54od was already opened, evidence of manipulation was found on the inner package, specifically the tyvek pouch, which was found partially opened. The ceramic liner exhibited a fracture at the rim and the signs of attempted implantation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: photo investigation: the photo investigation revealed that the ceramic liner was damaged at the convex section within the package. A manufacturing record evaluation was performed for the finished device [121881754 / 4208217] and no non-conformances or manufacturing irregularities were identified. Since it is not possibly to identify the condition of the package with the evidence provided and the liner displays signs of damage, it cannot be confirmed whether the package was opened or damaged when it left j&j's control or at what point the implant may have been removed from the package. Evidence indicates that the device had been properly sealed and packaged at the manufacturer before it was opened. Consequently, there is no indication of any manufacturing error that could have contributed to the reported issue. Without concrete evidence or further information, it is not possible to determine a root cause. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx54od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: product investigation: the ceramic liner was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual analysis of the returned device revealed that the package of the ea delta cer insert 36idx54od was already opened, evidence of manipulation was found on the inner package, specifically the tyvek pouch, which was found partially opened. The ceramic liner exhibited a fracture at the rim and the signs of attempted implantation. Fragments were not returned for evaluation. The rim of the liner is fractured and metal transfer can be found on the bottom section of the taper, which, is typical for a tilted position of the liner in the metal cup during the impactation. The finding of the metal transfer indicates that the component was inserted in a metal cup and that the fracture occurred during an insertion procedure. Next to the fracture surface, metal transfer can be found, which indicates small areas of contact between the liner and the metal cup. Therefore, it is assumed that the liner fractured due to a point load caused by a misaligned position of the liner in the metal cup. A manufacturing record evaluation was performed for the finished device [121881754 / 4208217] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Since the package had been opened and displays signs of manipulation, it cannot be confirmed whether the package was opened when it left j&j's control or at what point the liner may have been removed from the package. Based on the investigation performed by the supplier, the observed failure pattern is typical for a ceramic liner that has been or has attempted to be placed in a metal cup. Evidence indicates that the device had been properly sealed and packaged at the manufacturer before it was opened. Consequently, there is no indication of any manufacturing error that could have contributed to the reported issue. Although the ceramic liner failure cannot be traced to design or manufacturing, a definitive root cause cannot be established. Consideration must be given to all potential influences during the surgical process. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was not confirmed as the observed condition of the ea delta cer insert 36idx54od would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od. Product code: 121881754. Lot number: 4208217 and no non-conformances or manufacturing irregularities were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.